Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a faulty reservoir. The customer's blood glucose reading was unknown. The customer was advised to disconnect the tubing and reservoir, and then reconnect the tubing and reservoir. The customer was advised to manually push the plunger and verify the tubing exits. The customer stated that the insulin did exit. The customer stated that they have another infusion set for testing. The customer was advised that changing the reservoir will resolve the issue. The customer did not want to return reservoir nor did she want replacements.